Event description:
A nurse reported to baxter as issue of misassembled opticap. The nurse stated that the opticap was not assembled in package as per usual. All pieces were separated and difficult to use without contaminating sterile ends. They found the issue prior to use. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample lot number is known, therefore, a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed as the sample was not available for evaluation and cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.